Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient received a patient notifier and thus presented in clinic. Upon examining the stored electrograms it was discerned the ventricular channel was relaying non-sustained right ventricular oversensing with occasional crosstalk falling outside the crosstalk detection window. Programming changes were made. The patient was stable at the time of the programming changes.